Manufacturer narrative:
(B)(4).

Event description:
It was reported that during elective device replacement, the screw could not be removed from the device. The physician destroyed the header in order to remove the lead. The patient's condition was good after the procedure.